Event description:
During a follow up conversation involving an unrelated report, the peritoneal dialysis nurse reported the home patient (hp) went to hospital on (B)(6) 2010 and was diagnosed with bacterial peritonitis. The patient passed away on (B)(6) 2010. The peritonitis was most likely caused from a bowel perforation and the patient was put on antibiotics (unknown) in the hospital. The hp's family decided to take her off dialysis altogether on (B)(6) 2010 and comfort measures were taken. The hp had started pd on the cycler on (B)(6) 2010.

Manufacturer narrative:
(B)(4).the sample was discarded.

Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported condition. The root cause investigation is in progress. Based on the information obtained during baxter's investigation, this incident was determined to be related to the patient's medical condition.